Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found that there was a false trigger of the elective replacement indicator (eri).

Event description:
It was reported that the device battery depleted within the warranty period. The customer presumed the battery should last longer than the warranty. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.